Manufacturer narrative:
(B)(4). Date of event: unknown. Batch # t5dc62. Device analysis: the analysis found that one pcee45a device was returned with no apparent damage with an ecr45w cartridge loaded in the device. Additionally, the reload was received partially fired 1/10. Upon evaluation of the reload, the one piece sled was noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. As additional testing, the bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the device had been fired twice already. When firing the 3rd reload it was like the battery had run out of power. Reverse button did not work. Manual override was used. There was no harm to the patient.